Manufacturer narrative:
Additional information: (name, email), (phone #, fax #),evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, the surgeon able to press the green button and squeeze the handle but the stapler was not able to fire. No patient injury reported.